Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. No further reports will be reported under mfg report num. 2028159-2023-01338. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the actual suspect is 2.0 mm knives (mani 2mm). The 2.0mm knife used for the main incision was the cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented with intraocular pressure issues and anterior chamber of the eye is not stable. The procedure details and patient impact were not reported.